Event description:
It was reported that during the procedure two left ventricular leads were attempted but not used due to positioning difficulty, as the physician was unable to get the leads out fully in the branch for stable position/fixation. A third lead was then able to be place and implanted without difficulty. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the distal conductor (not obstructed), there was blood/body fluid on the outer tubing overlay and there was blood in/on the helix/lobe mechanism. (B)(4). The full lead was returned, analyzed and no anomalies were found. It was noted that the proximal conductor was distorted, there was blood/body fluid on the distal conductor (not obstructed), there was blood in/on the helix/lobe mechanism and the lead appeared damaged at implant.